Manufacturer narrative:
Although the root cause cannot be identified, true amplification was observed for sars-cov-2 during the initial run, #1474, and no product problem was identified. The product is performing as expected and no systems related issues were identified. Possible issue may be with sample handling.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results for one patient sample using the cobas® sars-cov-2 & influenza a/b test for use on the cobas liat system. The alleged sample initially generated a sars-cov-2 positive, influenza a/b negative result on cobas liat. The same sample was repeated on the same cobas liat analyzer and a generated negative result for all three targets. The negative sars-cov-2 result was reported and no harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.